Event description:
Pt suffered numerous fractures as a result of a motor vehicle accident in (B)(6) 2010. Pt underwent open reduction internal fixation (orif) to repair fractured right humerus. Numerous screws were used to repair the fracture. The screws included self tapping, cortex and locking screws. Two screws broke postoperatively. The broken screws are believed to be cortex screws. Pt returned for removal of screws in (B)(6) 2010. Medical records indicate a non-union. This is the 1st of 2 reports submitted on this event.

Manufacturer narrative:
Synthes is unable to determine manufacturing site or manufacturing date without a lot number. Synthes is unable to determine 510(k) # without a part number or lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.